Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia with over delivery anomaly. The customer reported blood glucose value of 30 mg/dl. The reported hypoglycemia was treated with food also customer was found on the floor and emergency medical service dispatched and sent to emergency room service.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b2 - unchecked box for "hospitalization - initial or prolonged" 2. Section b5 - updated the summary 3. Section h6 - added health effect - impact code 4613 & 4614 for health effect - clinical codes 2418. 4. Section h6 - removed health effect - impact code 4614 & 4650 for health effect - clinical codes 1905. 5. Section h6 - removed health effect - impact code 4607 for health effect - clinical codes 1912. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, hyperglycemia with over delivery anomaly. The customer reported blood glucose value of 30 mg/dl. The reported hypoglycemia was treated with food, emergency medical service dispatched and sent to emergency room service. The reported hyperglycemia was treated with emergency room service. The event involved products mmt-1880l, mmt-399a and mmt-326a. Troubleshooting was performed. The customer has used the insulin pump system within 48 hours of the reported event. The customer has not used the smartguard/auto mode of the insulin pump at the time of reported event. No further patient complications were reported. No product return is required for mmt-1880l. The customer will discontinue the use of the infusion set. Mmt-399a was requested and customer response was the device will be returned. No product return is required for mmt-326a.